Event description:
It was reported that asymptomatic patient presented to clinic with multiple episodes of non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were recommended and the changes were made.